Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a lost sensor alert and that after removing the sensor, the electrode was missing. The customer's blood glucose level was 15 mmol/l. The customer was informed that the product would be replaced. No further details were provided.